Event description:
It was reported that insulin gauge displayed amount different than expected, as fill estimate stayed around 195 units despite insulin deliveries and difference between displayed and expected values was greater than 30 units. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, declined email resources for cartridge loading, and was instructed by technical support to call back for troubleshooting if problem occurred again, which caller acknowledged.